Event description:
The customer reported that the ac power & battery charge leds were not lit. The unit failed to power up on ac and battery power.

Manufacturer narrative:
(B)(4): the customer reported that the ac power & battery charge leds were not lit. The unit failed to power up on ac and battery power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.